Event description:
The customer reported to baxter (B)(4) tubing that separated from the luer. This incident occurred with the catheter extension set with microbore adapter y-junction. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The customer returned one actual sample for evaluation. The separation condition was observed from the y-junction. A slight solvent ring was observed on the tubing. Dimension inspection was conducted on the tubing with no abnormalities observed. The anomaly is likely caused by the operator not inserting the tubing into the solvent dispenser fully. All manufacturing personnel will be notified about this reported incident. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).